Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in norway underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on an unknown date the peg eroded through the skin. On (B)(6) 2023, the patient was hospitalized. On (B)(6) 2023 the tube was removed. On (B)(6) 2023, the patient was discharged.